Event description:
It was reported that the user experienced leaky cartridges while using the ilet, with an initial blood glucose of 347 mg/dl trending downward; a subsequent dry run with new supplies was successful, and the user completed a supply change, indicating a device-related leak/splash associated with the reservoir. Symptoms included urinary frequency/polyuria consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to a seal issue linked to the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.